Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: (B)(6). Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - all-poly patella cemented 35 mm diameter #: 42540200035 lot #: 62916594; articular surface fixed bearing posterior stabilized (ps) left 11 mm height #: 42512400711 lot #: 62762732; tibia cemented 5 degree stemmed left size f #: 42532007501 lot #: 62938139. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The reason is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty middle of 2016. Subsequently, patient was revised due to femoral loosening early 2021.